Event description:
Patient stated that she opened a new altera handset and she thinks that one of the holes in handset was not punched through all the way. In order to get the plug to go through the hole, she had to force it into the plastic. Date of event was not specified so entered date of report in that section.